Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating a leak in reservoir compartment of their insulin pump. The customer had a blood glucose level was 136 mg/dl at the time of the incident. The customer then stated that they were not even sure if there was a leak form the reservoir. The customer did not see or feel any moisture from the device. The customer was sent a replacement reservoir as a courtesy.